Manufacturer narrative:
Technical services recommended bringing the patient into clinic for further evaluation. The local area sales representative was contacted for additional information. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, due to high shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the header was slightly lifted from the device case. An x-ray of the device header found the df-, rv ring, lv ring, and ra ring header wire were fractured. The lv ring and ra ring wires were likely fractured during the explant of the device as all daily measurements stored in device memory were acceptable and stable. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Additional information was received that another latitude alert was issued for this device due to low shock impedance measurements. Technical services discussed follow-up testing. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating an invasive procedure was performed to revision the defibrillation lead and it was found to be fractured. When removing the device from the pocket, force was need and the header of the device cracked and became separated from the can. It was also reported the patient had received shocks due to noise on the rate/sense lead prior to the change out. A new device was successfully implanted. The device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating high out of range right ventricular pacing impedance measurements were also observed. The available information suggests this device remains in service. Should additional information become available this report will be updated.